Event description:
It was reported that the device caught on fire.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: thermal event. Probable root cause: generator power malfunction. Material/design error. Conductive irrigant used. User error. The reported failure mode will be monitored for future reoccurrence. Note: the investigation was previously closed based on product not received. However, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: per rep, product caught on fire in the or. Rep would like a report back to see if it was actually this product that caused it. Account is using obsolete bovie consoles. Bought new consoles but have not used probes with new consoles. No patient harm no adverse consequences no medical intervention. The probe did not catch fire in a patient. Cautery was not being activated when this happened outside of the patient. Account said out of the corner of their eye they saw a flame. The failures identified in the investigation is consistent with the complaint record. The probable root causes could be 1. Conductive irrigating or aspirating fluid used was inside the distal end, and contacted the probe and the sheath causing the sheath to melt, 2. Power set too high, 3. User misuse or overuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device caught on fire.